Manufacturer narrative:
(B)(4). The lead remains implanted, while the device was disposed at the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that difficulty was encountered when attempting to remove the right ventricular (rv) lead from the device during a normal device changeout procedure. The physician had to break the device header to remove the lead. It was noted due to difficulty removing the lead the terminal pin seemed slightly separated, but the lead was re used with a competitor device. An inquiry was made to boston scientific technical services (ts) prior to the procedure regarding the proper way to remove this lead. Ts provided information on replacement guide to the customer. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).